Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-may-24 reported a healthcare professional (hcp) reported the event to them. The rep did not currently have access to the serial number of the pump as the registration was still pending. Actions/interventions performed included a pump refill. The cause was determined and was noted to be that there was an error made when one hcp communicated the low reservoir alarm date to the managing hcp. It was noted that the issue was resolved. The patient's weight was asked, but was not able to be obtained. It was noted that the information provided was confirmed with the hcp. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient's old pump was replaced with a new pump on (B)(6) 2017 and the new pump was filled on (B)(6) 2017. It was stated that the low reservoir alarm date was recorded as (B)(6) 2017. The patient came in today ((B)(6) 2017) and the logs revealed the pump hit low reservoir on (B)(6) 2017 and went empty on (B)(6) 2017. The pump was accessed today ((B)(6) 2017) and they got back 2 mls. It was noted that the manufacturer representative (rep) did not have all the reports in front of them to send in. Rep was going to check with the healthcare professional and see if they were able to be printed and sent in. The session data report from today ((B)(6) 2017) showed the low reservoir alarm date as today. It was explained that since the programmer cannot go back in days in the tabs that it will always fill in the current days date. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.